Event description:
Legal received a claim stating that during the procedure, the depuy computer/software (ci system) which was being used allegedly failed and as a result, the installation was allegedly done improperly. The knee prosthesis has allegedly failed. The cement on both components allegedly failed, and because of the alleged problems with the cuts, a large and excessive amount of bone was removed.

Manufacturer narrative:
Evaluation was not possible as no product was returned. The investigation is unable to verify or identify any product contribution to the reported event based on the information provided. The need for corrective action was not identified. Depuy considers this investigation closed. Should product or additional information be received, the investigation will be reopened.